Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device was received with normal operating currents. No unexpected failed battery test, no unexpected battery out limit, no unexpected numbers scrolling during testing. Device had cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. She changed the battery and got a failed battery test, she changed it again and received a battery out limit and the keypad became unresponsive. Blood glucose value was 254 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.